Event description:
It was reported the patient had a loss of therapeutic effect following a fall. It was noted the patient had their device implanted for a couple years then fell and broke 3 ribs and the lead was pulled away from the implantable neurostimulator (ins). It was stated the patient had a shocking or jolting sensation. It was noted when they were laying down recuperating from the fall they tried turning their stimulation on and got a severe electrical pain in their back. The patient turned the stimulation off and the next day their device was taken out. It was noted the patient never questioned if they took the wires out or left them in.

Event description:
Additional information received reported that the patient ¿had to have it taken out twice¿ because she had a fall and broke three ribs. It was unclear what ¿taken out twice¿ referred to.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v179759, implanted: (B)(6) 2008, product type lead . (B)(6).